Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the bur broke in the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the bur broke in the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event and the procedure was completed successfully.